Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of atrial septal defect (septal shunt), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported torn soft tip of the steerable guide catheter (sgc) appears to be a result of the clip becoming caught on the tip. The reported patient effect is a result of procedural conditions, as the sgc cross the septum to access the left atrium. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed for the soft tip tear which has the potential to cause or contribute to patient injury and the atrial shunt which required treatment. It was reported that during a mitraclip procedure, during positioning, the mitraclip became caught on the soft tip of the steerable guide catheter (sgc). Troubleshooting was performed and the mitraclip was able to be released from the sgc. There was difficulty grasping the posterior leaflet, but both (anterior & posterior) leaflets were able to be grasped. Mitral regurgitation (mr) reduction from grade 2-3 was observed after the grasp, but a tissue bridge was found on the echocardiogram. The quality of the visualization on the echocardiogram was compromised due to a surgical mitral valve annuloplasty ring placed ten years ago. The mitraclip was deployed, but two minutes after clip deployment, only one leaflet was noted inside the clip and mr returned to grade 2-3. After removal of the sgc from the anatomy, a tear on the soft tip was noted. Additionally, a tear was noted on the atrial septum and the septal shunt was larger than expected. This was successfully treated with the placement of a septal occluder. No additional information was provided.